Event description:
It was reported that a patient underwent a laparoscopic intra-peritoneal onlay mesh, ipom, placement to repair a hernia on (B)(6) 2012 and straps were used to fixate the mesh. The patient developed a visible bulge and underwent a reoperation on (B)(6) 2012. During the reoperation, the surgeon found that the tacks had not grown in. The straps were pulled out easily during the reoperation. Every fifth strap had to be cut for removal, others were removed only by swab. A different mesh was placed with protacks during the reoperation.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01008. The same patient is represented in each medwatch.